Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Post-paced t-wave oversensing was also noted. Programming changes were discussed. No intervention reported.